Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify frozen display anomaly due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and screen was frozen as well as received an watchdog timeout alarm. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.